Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. First/given name: unknown / not provided. PMA/510(k) number not available.

Event description:
Screw fragment has been identified.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. Two osseotite® implant 3.75 x 13mm (oss313) were returned for investigation . Visual evaluation of the as returned product identified both implants fractured around the collars region. Additionally, a screw fragment was identified in one of the implants' drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were located on tooth sites 12, and 21 (fdi) and were used for approximately 11 years, and 8 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev. H - july 2021 information identified: warnings precautions potential adverse events. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. F ¿ october 2019 information identified: warnings precautions potential adverse events. DHR review: DHR review could not be performed, as the lot number associated with the reported unknown biomet screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information for the unknown biomet screw. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product.. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.